Event description:
Pt contacted (B)(4) to initiate claim. Pt reported revision surgery. Reason for revision is unk. No further info is available at this time.

Event description:
Patient reported revision surgery. Medical records were received. The patient was revised to address infection. Additional information: litigation papers allege the patient suffered pain and excessive chromium and cobalt blood levels.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search and/or a review of device history records were not possible as the necessary product/lot code combination was not provided. The investigation could not draw any conclusion regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard evaluation). Further analysis regarding the asr product family will be documented, as determined pertinent, in wwcapa (B)(4) . Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Manufacturer narrative:
Additional info: catalog and lot #. Update: (B)(4) 2012- plaintiff's preliminary disclosure form was received, which identified (part/lot) and dor information for the left hip. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The report states: patient contacted (B)(4) to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. Dor: (B)(6) 2007. Update (B)(6) 2011 - medical records were received. The patient was revised to address infection. Doi: (B)(6) 2006 - dor: (B)(6) 2007 - reimplant: (B)(6) 2007. Examination of the reported devices was not possible as they were not returned to depuy. A review of device history records and/or sterilization certificates was not possible as the necessary product/lot code combinations were not provided. It is unlikely the devices contributed to the infection based on the length of time of implantation before the reported revision. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010. Further analysis regarding the asr product family will be documented, as determined pertinent, in (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reported infections against the provided product and lot code combinations since their release to distribution. It is unlikely the devices contributed to the infection based on the length of time of implantation before the reported revision. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.